Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
During the sample evaluation of a transfer set it was noted there were broken occluder feet.

Manufacturer narrative:
(B)(4). A evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. Visual inspection performed with the following issues noted: broken occluder feet and cracks of the light blue mainbody. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with the following issues noted: broken occlude feet. Sample was confirmed for the reported problem.